Event description:
It was reported the pt was experiencing ineffective stimulation. Reprogramming was unable to resolve the issue. Diagnostic testing revealed impedances were within normal limits. The pt stated he experiences numerous falls. Different programs were provided for the pt to use and x-rays were ordered as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.